Event description:
It was reported that at the end of the surgery (the surgeon and patient are not in the room), after cutting the cables with a chisel and put the zimmer pulsavac plus on a stainless steel table, the batteries are heated, there was smoke and leak fluid.

Manufacturer narrative:
Only the battery pack and batteries were returned. Visual examination noted that all of the batteries had leaked fluid and several have experienced anode expulsion. The battery contacts had been bent and the battery case and cover was deformed. The customers reported event that the batteries overheated is confirmed. Additionally, it was stated in the per that the battery cable was cut by the customer after surgery. The review of the device history record found no specific non-conformances, no request for deviation or relevant change notices with this production lot. The review of the manufacturing and testing processes discovered no systemic issues with this device. The device instructions for use and the labeling on the tyvek lid warn that cutting the battery pack cable could lead to shock, excessive heat and/ or sparks, and could result in fire or personal injury. The batteries should be physically removed from the battery pack, care should be taken and personal safety equipment should be worn. The potential for the batteries to explode has been addressed in the IFU and in the risk assessment. The most likely cause for this incident is improper disposal of the device in contradiction of the IFU warnings.